Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with a defective user interface mechanism printed circuit board (ail pcb). According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 533:320 which occurred during testing confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.